Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the pt-65509 was being prepped for a case and as the tech was loading it into the drive unit, the wire came out of the catheter. The user tried to push it back but it wouldn't go. It is noted that possibly the tech pulled the wire without knowing and couldn't push it back. Another catheter was used.

Manufacturer narrative:
(B)(4). The customer returned a catheter and sheath ptd assembly for evaluation. Part of the catheter was outside of the sheath. Visual inspection of the catheter outside of the sheath did not reveal any anomalies or defects to the sheath or catheter. The assembly was visually inspected again once the catheter was pushed back into the sheath assembly during functional inspection. No anomalies or defects were found to the sheath body, catheter body, or the basket tip. The proximal end of the ptd basket outer diameter and the inner diameter of the distal tip of the sheath were measured and were found to be within specification. Part of the catheter was returned outside of the sheath. Resistance was met; however, the catheter was able to be pushed back into the sheath. The ptd sheath and catheter assembly rotated and performed normally once the catheter was retracted back into the sheath. A device history record review was performed and no relevant findings were identified. Other remarks: the report that the catheter would not retract into the sheath was not confirmed based on functional and visual inspection of the received samples. Although resistance was met, the catheter was able to fully retract back into the sheath. Once the catheter was fully retracted into the sheath no anomalies or defects were discovered with the returned devices, and the sheath and catheter were able to meet relevant dimensional requirements. In addition, a device history review was performed and revealed no manufacturing related issues. The customer reported that the device was received with the catheter retracted into the sheath; however, the catheter was pulled out during use. Based on the customers information and since the catheter was able to be pushed back into the sheath and functional normally, the probable cause of this complaint is operational context.

Event description:
The customer alleges the pt-65509 was being prepped for a case and as the tech was loading it into the drive unit, the wire came out of the catheter. The user tried to push it back but it wouldn't go. It is noted that possibly the tech pulled the wire without knowing and couldn't push it back. Another catheter was used